Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported receiving a shock while sleeping, which woke them up. Technical services advised the patient to follow up with their physician. The patient's information was reviewed via latitude and a ventricular fibrillation (vf) episode resulting in a shock was noted to have been recorded on the day the patient reported receiving a shock. Review of the stored electrogram revealed this crt-d recorded noise exhibited by this implantable right ventricular lead which was oversensed and resulted in pacing inhibition and an inappropriate shock. No adverse patient effects were reported. Subsequently, this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.